Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc did not start up. Review of the log file showed" image disks frontal ip-pc are not of the same model¿. Reported malfunction' host pc does not start up' can be confirmed. Upon troubleshooting, fse found that the host pc did not boot the motherboard despite being turned on. With the help of the customer, the power supply power cable was removed, and power was discharged from the host pc. It plugged back in and managed to start the full application and fse found the failure was due to intermittent problem in internal cards of host pc. To resolve the issue, fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc did not startup, which could prevent the whole system from starting up. No harm was reported to philips. Philips has started an investigation of this complaint.